Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that the sheath had the sealing issue (leak). Thus the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device has been returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that the sheath had the sealing issue (leak). Thus the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.